Event description:
Allegedly, patient revised for the second time due to unknown complications. Right previous revisions are captured.

Manufacturer narrative:
This event was originally captured and reported incorrectly. Coding and other relevant fields have been updated.

Event description:
Allegedly, patient revised due to unknown mom complications. Right